Event description:
It was reported that, after tka surgery had been performed on 2018, the patient experienced sudden a/p instability and reported a ¿pop sensation¿ due to the breakage of one (1) gii ps hi flex isrt sz 5-6 9mm. This adverse event was solved by a tka revision surgery on (B)(6) 2026, in which the device was explanted, replaced for a gii ps hi flex isrt sz 5-6 11 and the instability was remedied. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: b7, d4 (lot number, expiration date), h4. Corrected data: b5, d1, d4 (catalog number, unique identifier (UDI) #), h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on unknown date, the patient experienced breakage of one (1) gii ps hi flex isrt sz 5-6 11. This adverse event was solved by a tka revision surgery on (B)(6) 2026, in which the device was explanted and replaced. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed that the insert is significantly worn and discolored. One area of the posterior edge of the superior surface is deformed with significant material loss, and the post is fractured off and returned with the device. The insertion/extraction slot on the inferior surface is fractured, and the lock detail is slightly deformed in several areas. The observed deformation and/or fracture of the implant may be attributed to abnormal loading conditions, excessive mechanical forces, anatomical variations and/or patient anatomy, and/or injury. Additionally, based on the conclusions of the product history review and the device evaluation, further product evaluation is not required because there is no evidence that a manufacturing deficiency occurred. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.